Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that he no longer had any hearing sensation with the device. Prior to this the user was experiencing intermittencies with the device. The user has been re-implanted.

Manufacturer narrative:
Device investigation revealed a device failure caused by fatigue breakage of the transition link and subsequent damage of link wires, for causes not known in detail. It is assumed that the implant was exposed to significant mechanical stress during the surgical procedures and that chronic implant movement may have finally led to the fractures over time. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.

Event description:
The user reported that he no longer had any hearing sensation with the device. Prior to this the user was experiencing intermittencies with the device. The user has been re-implanted.